Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked and the battery cap was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal. The battery cap threads were damaged and the cap continued to spin when attaching to the test pump.